Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating. The customer's blood glucose (bg) level was displayed as "low", although a specific value was not provided. Customer addressed their bg with a ginger ale, gum drops, peanut butter and graham crackers. During troubleshooting with tandem technical support, the pump was functioning as intended and announcing alarms.